Event description:
Two unknown mentor smooth saline breast prostheses were received by the mentor failure analysis lab on (B)(6) 2024, with no accompanying information. The device was received with no complaint information attached or associated with an existing complaint. On (B)(6) 2024, the product investigation determined that the breast prosthesis had a tear on the posterior view measuring approximately 1.3 cm. This will be conservatively reported to FDA. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Device evaluation summary: the product was returned to the mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline implants smooth breast implant was found to have a tear on the posterior view measuring approximately 1.3 cm. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: unspecified mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).